Event description:
A physician reports: a pt had a procedure performed in 3/1998 and a second procedure was done on 9/18/1998. The count sheet was correct. X-rays were taken but the sponge was not visualized. A pt reported she passed a sponge vaginally. The sponge did not look right because the detectable string was white. The physician stated that if a sponge was left behind it was his error. The sponge was retrieved from the toilet by the pt's husband, rinsed and brought to the physician. The sponge does not look typical of a sponge that would have been in a blind vaginal pouch after a laparoscopy. The pt would not release the sample for analysis.